Event description:
Three weeks prior to this report, the patient was on a cruise and helped her mother with her scooter wheels. On (B)(6) 2014, the patient started having symptoms. She was having severe pain on the front of her legs and could barely walk or carry her own weight; she was using a walker and had severe pain in the lower lumbar area. It was thought that the patient possibly re-injured her lower lumbar area. The patient had a toradol injection twice since the week prior to this report. It was noted that the patient had also had a bladder infection since the weekend prior to this report. An outpatient MRI was done on (B)(6) 2015 because the patient was having back pain, but she could not tolerate lying on the flat table for a long time; she could only tolerate part of the MRI. She was screaming in a lot of pain and had to be admitted to the hospital that day. At some point, a CT scan was done. On (B)(6) 2015, the patient was diagnosed with having a granuloma by the surgeon. The patient stated that it was due to the high concentration of medication. While hospitalized, the patient was in pain. The patient¿s hcp (healthcare professional) did not want to give her medication, because she was "maxed out" on the pump, ¿but the pump may not be working to the full capacity and that is the reason patient is in pain¿. They were giving her 3 mg of dilaudid intravenous push but it only worked for an hour. The patient was being discharged from the hospital on the (B)(6) 2015 and was still in pain. The patient was going to go to her regular pain specialist and he would take the medication out of the pump and replace it with saline because they felt that was safer than shutting the pump down. The pump was due to be changed in 4 months. The device system was delivering fentanyl (1000 mcg/ml), clonidine (500 mg/ml), bupivacaine (0.9 mg/ml), and dilaudid (40 mg/ml). The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4 )implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)